Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving baclofen (unknown concentration and dose) for intractable spasticity via an implantable pump. It was reported that following a routine pump replacement on (B)(6)2023 the patient received too much baclofen due to incorrect programming that gave the patient a constant 24 hour dose causing the patient to receive too much drug. The patient representative thought it was due to the company representative incorrectly programming the bolus, however it was confirmed the company representative would not be the one to make those changes. On (B)(6)2023 the patient had been prepped for discharge and they had discovered the patient could not sit up. It had been reported the patient's blood pressure had dropped to 94/61 and was in baclofen overdose. The managing physician had been paged and discovered the flex programming had not been programmed as ordered and immediately changed the programming to the correct order. It had also been noted the catheter had been moved 4 vertebrae up into the thoracic region which could have contributed to the patient being unable to hold their head up. It had also been noted that fragments of the previous catheter had been left in the patient and the patient representative had expressed concern with those and was informed they could request an x-ray. On (B)(6)2023 the dosage had been lowered and they were able to get the patient transferred to a wheelchair for discharge. Two more dose decreases occurred on (B)(6)2023 and two weeks post-op. At that point the patient could self-transfer but still had difficulties sitting up and their head would droop to the side. The patient representative stated the physician would not lower the dose any further and was referred to physical therapy and the patient would have to essentially start over, it was stated the patient would lose 7 years of progress. The patient had been able to transfer and sit up right prior to the surgery.